Event description:
According to the available information, unable to remove device without significant tension causing patient to have bladder spasm (large) which meant tract was lost. Patient had to attend ed for replacement.

Manufacturer narrative:
After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as neither the lot number nor the sample are available. Thus, no investigation can be made for this complaint. However, this complaint will be used for trend analysis. In the instructions for use (IFU), the following instruction is noted in the removal section: warning: balloon folds can be prevented by deflating gently and progressively the balloon. If the patient feels pain when the catheter is removed, the balloon can be slightly re-inflated (make sure the balloon is correctly placed inside the bladder before re-inflating it) and deflated progressively once again to remove the folds. A similar case study was done based on the same product family: folysil lt and the same defect: difficult or unable to remove, from october 2020 to october 2024, 21 cases were found. A risk management file evaluation was performed and the evaluation has shown that the risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.